Event description:
Per the surgeon, the device was explanted on (B) (6) 2010 due to a "surgical site" infection resulting in exposure of the receiver/stimulator. There are no plans to reimplant as of the date of this report, (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is filed (B)(4) 2012.